Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an off no power alert without any prior alerts informing her of the low battery life. Customer stated that the batteries only last about ten minutes to two days. Customer's blood glucose reading at the time of the call was 8.0 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was programmed with the current time and date and then monitored for several days. All operating currents were within specification. The insulin pump passed the self test. No unexpected low battery or off no power alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.